Event description:
The account alleged that the caster has worn through the left coiled cable and there are bare wires exposed.

Manufacturer narrative:
A replacement coiled cable was sent to the facility to repair the bed.